Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03950, 2017865-2020-03951, 2017865-2020-03960. It was reported that the patient experienced a blackish periphery at the implantable cardioverter-defibrillator (ICD) implant site. A positron emission tomography (pet) scan was performed on (B)(6) 2020 due to suspicion of infection caused by the recent ICD system implant. The results noted hypermetabolism on the antero medial side of the device compatible with an underlying infectious process. The patient was seen again by the physician. Physical examination showed no signs of infection. The physician elected to provide no treatment for now. The patient was stable.